Manufacturer narrative:
The customer reported that the cannula dislodged from the infusion site. No damages or defects were observed that would cause the cannula to dislodge. The customer also reported the canula appeared bent/kinked. No issues were observed to the exposed portion of the soft cannula and fluid was observed passing through successfully. The exact cause of the reported symptom could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. The cannula had dislodged from the infusion site and bent cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 335 mg/dl while wearing the pod for less than 1 hour. Patient told the mother that the cannula was out, thus, cannula dislodged from the infusion site (abdomen). When removed from the infusion site, the pod's cannula was found bent. As treatment, a new pod was applied and a correction bolus from the pdm was administered.